Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during a stenting treatment procedure, stent embolization difficulties were encountered. The customer stated that "the stent was tracked through a 6f sheath instead of a 7f to the right iliac when pulling back on it, the stent came off the balloon into the left iliac. The physician deployed the stent with no complications to the patient and continued to place another in the right iliac." It was further clarified that the physician attempted to insert the stent from the left iliac up-an-over the bifurcation to the right iliac, but was unable to reach the target lesion. He attempted to pull the device back into the sheath, but the stent dislodged and he had to deploy it in the left iliac. He then used another manufacturer's stent to complete the procedure and stent the right iliac target lesion. Current patient status is reported as "okay."